Event description:
The facility representative reported a colleague infusion pump with a "channel c 814:04" failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted. The service history review revealed that the device has not been previously sent into service for the reported condition of "fc 814:04."